Manufacturer narrative:
Device was not returned for root cause analysis. No previous repair was noted for the last 12 months. No event history log provided. Product was not returned, and no photographic evidence was provided to aid in this investigation. As a result, a complaint investigation /product evaluation and problem confirmation could not be performed. Based on review of information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming no disposable. Per reporter, silenced the alarm, reviewed settings, and closed the clamp. Removed the cassette and gently tapped it, massaging the tubing to disperse air bubbles in the line. Replaced the cassette, but the alarm persisted. Removed the cassette again, gently tapped it, and massaged the tubing to disperse air bubbles in the line. Replaced the cassette, but the alarm persisted. Powered the pump off and the patient was redirected to their physician. Resvol: 58.2 ml, rate: 2.8 ml/ml, given: 33.8 ml. The event occurred while in use with a patient at the patient's home. No patient harm/adverse event reported.